Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a myoma removal case, a piece of the active waveguide disengaged from the dissector and fell into the patient¿s pelvic cavity. The surgical team was unable to locate the missing piece. The case was extended an additional 20 minutes and the patient was re-opened in order to try to locate the piece. There was no patient injury reported. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.